Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced deflation and a crease in the nipple area on the left breast implant. The patient also experienced firmness on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left side implant, see manufacturer report number 1645337-2018-05120 for contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that this information was mistakenly omitted from the initial report dated (B)(6) 2018: patient code in 3191. On (B)(6) 2018, mentor became aware that the device code in h6 from the initial report dated (B)(6) 2018 was incorrect. The correct device code is 1546. New information: mentor received additional information indicating the date of explant was on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).